Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during reservoir change. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. The customer also reported that the insulin pump was turning on and off. Was the customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loos or protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised forced sensor system alarm.